Manufacturer narrative:
Device expiration date not available because the serial number was not provided device manufacturing date not available because the serial number was not provided review of the submitted log files confirmed no external power and low power hazard events. The log file showed the system operating as intended. A specific root cause of the captured events could not be determined. However, the new v-lock ac power cord is available to prevent incidents of this type. Multiple requests for additional information were issued to the customer but no further information was provided. The patient remains ongoing on vad support and no further issues have been reported. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device - 7 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the log files were submitted for review. Review of the log file by the manufacturers technical services representative stated that on (B)(6) 2018 there was a no external powerful alarm while attached to the mpu and this was caused by the patient disconnecting both power leads. There was also a low power hazard on (B)(6) 2018 due to the power cord coming loose from the mpu. The ebb did take over running the pump during this time.